Event description:
It was reported to boston scientific that an advantage fit was implanted into the patient during a procedure performed. It was reported that the patient experienced pain and mesh erosion.

Manufacturer narrative:
The complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2006 captures the reportable event of mesh erosion.